Event description:
A minimum fill notification was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by loading a second cartridge and then resumed insulin before reaching out to technical support.